Manufacturer narrative:
After evaluation it was not possible to determine the root cause. The logs from the issue date/time were never provided and therefore, it was not possible to recreate the problem. The screenshots provided did not help without having the logs. Reference # (B)(4). Reference # (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
On 6/4/2024 at 8:30, a stress echo study was being performed on a patient. The user picked the patient from the worklist, registered and from the imaging screen went to "workflow" to launch stress echo, but it was grayed out and not available. The user closed the study to begin again and was able to launch the stress echo. Test performed the rest and post treadmill imaging. The user's protocol was modified to include a "undefine" view at the top of post to capture the images. The user performed post treadmill capture and the user captured some as undefined and advanced the view forward to the 4 chamber and captured some views under that label. That workflow would have been fine to capture and relabel later. When the user relabeled the first image, immediately all the other images became blank. The ECG still existed, however, the clip disappeared. The user unselected all images in both the 4 chamber post and undefined post so that the system would save and send all images to pacs. The study was reviewed later and all resting images were present and there were 36 post images that had only one image with a clip, the other 35 were blank and the ECG. It appears the user still lost the entire post study. A log was saved and several attempts to download the study were made. The system indicated that the usb was read and then eventually produce a failed message and the study never appeared in job status. On the usb an empty dicom.dir folder with an empty image folder appeared for each attempt. The protocol was tested several times and worked as expected. The likely cause could be user workflow.